Manufacturer narrative:
(B)(4). Pump was received with a scratched case and a missing segments or partial display due to cracked and bleeding lcd glass. The test reservoir does lock properly inside the reservoir tube. However, pump was unable to perform the self test and displacement test due to missing segments or partial display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had screen looks weird like it was cracked but it was internal. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.